Event description:
It was reported that during routine check the cs300 intra-aortic balloon pump (iabp) had no display. There was no patient involved and there was no adverse event reported.

Manufacturer narrative:
Updated fields: h6 (evaluation method code). Corrected fields: h6 (patient codes).

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and replaced the cable coil to resolve the issue. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had no display. It is unknown under which circumstances the event occurred or if a patient was involved, however, there was no adverse event reported.